Event description:
Healthcare professional reported immediately after injection with juvederm ultra plus in the tear troughs, the pt experienced "swelling and a possible infection." The following day a different physician prescribed keflex and a week later the injecting healthcare professional prescribed an additional dose of keflex. The healthcare professional noted that there was "minimal resolution" after the treatment and the "swelling is stable."

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The healthcare professional stated that the lot number of the device was not in the pt's chart and is no longer available. The event is swelling and possible infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause of this event.

Manufacturer narrative:
The events of itching and bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of itching and bruising as follows: adverse events: injection-site responses by maximum severity occurring in > 5% of treated subjects (number/% of subject (B)(4)) possible injection site responses post injection with juvéderm® ultra plus include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. Post-market surveillance: "post-market safety surveillance of juvéderm® injectable gel in countries outside the us indicates that the most common adverse events include swelling, redness, discoloration, and bruising."

Event description:
Further follow-up with the injector revealed the patient also experienced itching, bruising, and was puffy. The patient was treated with 150 units of hyaluronidase into the lower tear troughs. Symptoms have resolved.